Event description:
Boston scientific received information that this transvenous led, which had historically exhibited variable pacing impedance levels, exhibited pacing impedances greater than 3000 ohms along with high thresholds and poor sensing. It was noted a lead fracture may have been present. Surgical intervention was performed to partially abandon and replace the rate/sense portion of the lead. The defibrillation portion of the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was partially abandoned. No further information is available. This report will be updated if more information becomes available.